Manufacturer narrative:
The technician found the external buzzer was not functioning. He replaced the buzzer to repair the bed.

Event description:
Information received indicates there is no audible alarm for the patient positioning monitor (ppm).